Event description:
It was reported that there were 6 18g 1in needle tw that had broken needles. Verbatim: we were notified of a complaint from a customer stating defective needles, broken. Any adverse events or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
The following field was corrected: b5. Describe event or problem. It was reported that there were 6 18g 1in needle tw that had broken needles. Verbatim: we were notified of a complaint from a customer stating defective needles, broken. Any adverse events or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2279817. D4. Medical device expiration date: 30nov202. H4. Device manufacture date: 06oct2022. D4. Medical device lot #: 2299305. D4. Medical device expiration date: 31dec2027. H4. Device manufacture date: 26oct2022. H.6 investigation summary: it was reported there were defective needles discovered before use. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. The needle tip appears to be flat with defective grinding. No other defects or imperfections were observed. A device history record review was completed for provided material number 305195, lots 2279817 and 2299305. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 6 that had broken needles. Verbatim: we were notified of a complaint from a customer stating defective needles (photo as attached). Any adverse events or serious injury reported to patient or healthcare professional? No.